Event description:
The patient was undergoing a scleral buckle procedure in the or for retinal detachment. During the procedure a three port vitrectomy was set up with sclerotomy sites at 2:20, 3:30 and 9:30. An infusion cannula was inserted in the inferotemporal sclerotomy site. The infusion tip was positively identified in the vitreous cavity and the infusion line was opened at a pressure of 30 mmhg. The superior sclerotomies were opened and the crystalline lens was entered using the mvr blade. The fragmatome was inserted in the supranasal sclerotomy and the emulsification of the lens was started. Shortly thereafter, it was noted that the scleral incision had darkened and charred as a result of overheating of the fragmatome ultrasonic tip. The tip was removed and the equipment was inspected. It was found that the connection of the fragmatome handpiece had been incorrectly connected to the phacofragmentation port instead of the fragmatome port on the alcon accurus machine. Charred wound margins were inspected and necrotic tissue was removed. The sclerotomy site remained patent and the operation continued. During the course of the surgery, the sclera rehydrated and was essentially back to a normal configuration nearing the conclusion of the surgery. A slight constriction of the scleral tissue remained but the margins were easily closed in an air tight manner. Atropine and tobradex ointments were applied and the eye was covered. The patient was held overnight for observation and discharged the following day. During the hospitalization, the patient complained of pain at a level 8 out of 10 and was medicated with resolution of the pain. He was seen the next day in the clinic. Damage appeared slight but it is too early to tell what the long-term damage may be. A represenative of the manufacturer was present at the hospital the following day. In speaking with him approximately three days after the event, he indicated that the problem was created when the fluid line was incorrectly set up causing no fluid to circulate through the tip for cooling and the tip therefore overheated. In interviewing the nurses, physician and scrub tech who were present during the case, a different scenerio was presented. They all believe that the phaco handset was accidently inserted into the fragmatome causing the excess heat. The manufacturer's rep stated that this scenario would cause an immediate error message which did not happen in this case. No error message was ever generated at any point. Also it should be pointed out that the staff reported that the rep never physically inspected the device after this event. He reported that the device was at 100 function. The device had been serviced one week prior to this event by the manufacturer's rep when it stopped working and the pressure regulator was replaced. Follow up reveals the staff (nurses, scrub tech and surgeon) now feel that the problem resulted from the incorrect connection of the aspiration line. The aspiration line must be connected directly from the fragmatome handpiece into the aspiration port. The aspiration line was connected via a 3-way stopcock to the aspiration line of the vitrectomy handpiece. This is now being called the error that led to the injury. It is the flow of aspiration fluid through the fragmatome handpiece that cools the tip of the instrument. In this case the fragmatome aspiration line was apparently attached to the vitrectomy aspiration line so no aspiration flow was generated when the fragmatome handpiece was activated and the tip then overheated. Again, there was no error alert that made the staff aware of the problem.